Event description:
It was reported the balloon burst. There was no clinical consequence to the patient as a result of this event.

Manufacturer narrative:
Device evaluated by mfg - updated to yes. The device history record (DHR) could not be reviewed because the lot number was not reported. Analysis of the returned device found there was blood in the device and the shaft was kinked and wrinkled, likely due to procedural factors. During functional testing, the device was prepared per device directions for use (dfu) but could not be inflated; the device was found to be leaking due to a puncture/break in the proximal shaft. The report of device ruptured was confirmed. Additional information from the customer confirmed the device was prepared as per dfu and was in good condition after preparation and continuous flush was maintained. Based on device analysis, it is likely that the damages found on the catheter shaft (kinks, wrinkles, and puncture) were sustained during the clinical procedure, possibly while advancing the device into the introducer sheath and/or through the patient's anatomy. The damage on the catheter shaft subsequently led to the observed leak and failure to inflate during functional testing. As such, an assignable cause of operational context was assigned to this event.

Event description:
It was reported the balloon burst. There was no clinical consequence to the patient as a result of this event.